Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2018 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 28-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported a loss of therapy. The patient claimed to have had multiple falls over the years and could not say for certain the cause of the issues, but it appeared there was lead migration/dislodgement from the original location. High impedances of 20000 or more was noted on contacts 8-15. The rep updated programming in attempt to regain pain relief on other lead and the issue was resolved. The cause was not determined, but the rep noted they would continue to follow up with the patient to see if there will be any additional actions needed, and they will submit any new information that becomes available.